Event description:
Event description guidant received information that during lead testing, this chonic transvenous defibrillation lead exhibited higher than expected pacing impedance measurements when tested with a pacing systems analyzer (psa).